Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 393 mg/dl and "got dizzy and fell down, leading to some contusions"; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was discharged 2 days later. Customer declined troubleshooting with tandem technical support and declined to provide further information.